Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the encoder flex was out of specification. It was also noted that the two side bail covers, ring cover, heart block, lead flex cover and heart lead flex were contaminated. Also, the upper case, lower case and battery drawer were broken.

Event description:
It was reported that the device was returned for repair. The device was analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.